Event description:
The customer reported there is no power to the ventilator when it is plugged in and believes the power cord is bad. Not in patient use. The investigation is ongoing.

Manufacturer narrative:
The customer contacted remote technical support and requested for the part ID of the power cord. The customer did not respond to multiple requests for additional information if the power cord was replaced and resolved the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.